Event description:
The physician repositioned this rv lead due to diaphragmatic stimulation and intermittent capture on (B)(6) 2012. This lead was successfully repositioned and remains actively implanted. Should additional info become available, this file will be updated.